Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Successfully downloaded history files and traces using thump. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 08/30/2023 02:30:15.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/30/2023 04:34:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/30/2023 04:44:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/30/2023 09:01:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/30/2023 10:08:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/30/2023 10:18:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/30/2023 18:13:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 08/30/2023 22:28:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/30/2023 22:38:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 02:48:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 02:58:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 03:36:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 03:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 03:50:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 08:29:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 08:38:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 08:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 08:53:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 08:55:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 09:05:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 09:20:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 09:24:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 08/31/2023 09:26:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected occlusions or insulin flow blocked alarm noted during testing. Please see below for pump errors/alarms noted 2 days prior to the event date 31-aug-2023 in the formatted history file.  Lostsensor1alert (780) was recorded and found in the formatted history file on: 08/31/2023 10:36:00.000, 08/31/2023 10:46:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 230 mg/dl properly on the display graph. No unexpected lost sensor alert or sensor errors or anomalies were noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and reported that the reservoir was still reading full even though insulin bolus and basal were given. Troubleshooting was performed and the history showing the insulin flow blocked alarm. No harm requiring medical intervention was reported. The customer discontinued using the pump and it will be returned for product analysis.